Manufacturer narrative:
Correction to regulatory report #3004593495-2025-00003. Concomitant product was initially reported as primary device and not system reported. Information updated for system reporting the recharger. See below for adjusted information. Continuation of d10: product ID 97755-rfb , serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient reported that the recharger paddle is getting extremely hot during charging the implantable neurostimulator (ins). The patient stated that the issue has been going on for months but it has been getting progressively worse. Patient mentioned they received a message on their controller saying battery empty. The issue was not resolved through troubleshooting. Agent advised the patient to call patient service back when they have the recharging antenna present. Patient called back, repeated previously documented information and had their controller and recharger with them to further troubleshoot. Serial numbers provided. Agent instructed patient to check for damage; no visible damage to recharger and controller port. The issue was not resolved. A request was sent to repair to replace the recharger. An email was sent to prs to update the patient address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient reported that the recharger paddle is getting extremely hot during charging the implantable neurostimulator (ins). The patient stated that the issue has been going on for months but it has been getting progressively worse. Patient mentioned they received a message on their controller saying battery empty. The issue was not resolved through troubleshooting. Agent advised the patient to call patient service back when they have the recharging antenna present. Patient called back, repeated previously documented information and had their controller and recharger with them to further troubleshoot. Serial numbers provided. Agent instructed patient to check for damage, no visible damage to recharger and controller port. The issue was not resolved. A request was sent to repair to replace the recharger. An email was sent to prs to update the patient address.

Manufacturer narrative:
H3: product ID 97755-rfb, serial# (B)(6), product type: recharger. Was returned and the analysis shows found no issues with finding or charging ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.